Event description:
This happened with all 3 sensors in my dexcom box that I got from the pharmacy in the beginning of april. Usually dexcom stays on for the full 10 days that if is intended to stay on for. Every single one of these sensors had to be removed early because it was so itchy and irritated that the skin around the adhesive had started turning red. When one of the sensors even started to brown on the tape and was hard to the touch. All of the sites were wet and raw almost like a chemical burn. I have heard that dexcom changed their adhesives last month and they didn't let me know they were doing so. I had to see a dr because by the end of april my entire body was itching head to toe to the point where I was scratching my skin until it bled and scabbed. My allergist diagnosed me with contact dermatitis and this had to be treated with steroid cream. I am still recovering from this now. FDA safety report ID # (B)(4).